Event description:
Stent was to be placed in the left common carotid artery by a cardiologist in the cath lab. After placing the stent, the cardiologist pulled back on the wire, which caught on the stent causing it to be dislodged and travel within the patients circulatory system. The patient was brought to the operating room the following day; 1/21, for removal from the bifurcation of the aorta and left common carotid artery.